Event description:
The patient reported they had issues with their pump from 2000 - 2001. The pump was removed. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).